Event description:
The facility reported a colleague infusion pump with a failure code of 814:04. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. . No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with an 814:04 alarm was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to an air in line board failure. The air in line print circuit board was replaced and calibrated to correct this condition.